Event description:
It was reported that failure to deflate occurred. The stenosed target lesion was located in the superior mesenteric artery (sma). A 7.0mm x 19mm x 90cm express sd renal/biliary was selected for use. During the procedure, a 6f guide catheter and a .14 guidewire were inserted into the artery. The express stent was advanced into the sma and the guide sheath was retracted back. The balloon was inflated to nominal pressure and completely deflated after three minutes. During an attempt to remove the balloon, resistance was met. Force was applied, causing the balloon shaft to break. The balloon and shaft were successfully retrieved out of the sheath without additional intervention. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, nin. G4: premarket / 510(k) #: k152607, k162404, p060006. Device evaluated by MFR: the express sd was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is separated 9cm from the tip. The inflation lumen is separated 9.3cm from the tip. The inflation lumen is stretched 69.2cm from the hub. There are multiple kinks on the shaft in the stretched section. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is damage to the device.

Event description:
It was reported that failure to deflate occurred. The stenosed target lesion was located in the superior mesenteric artery (sma). A 7.0 mm x 19 mm x 90 cm express sd renal/biliary was selected for use. During the procedure, a 6f guide catheter and a .14 guidewire were inserted into the artery. The express stent was advanced into the sma and the guide sheath was retracted back. The balloon was inflated to nominal pressure and completely deflated after three minutes. During an attempt to remove the balloon, resistance was met. Force was applied, causing the balloon shaft to break. The balloon and shaft were successfully retrieved out of the sheath without additional intervention. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, nin. G4: premarket/510(k) #: k152607, k162404, p060006.